Manufacturer narrative:
This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2017-00897).

Event description:
It is reported that the patient was revised to due to a fractured patella component and instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: vanguard cr ilok fem-lt 75 p/n 183034 l/n 834540, biomet cc cruciate tray 79 mm p/n 141235 l/n 778010. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.